Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
A report was received from health canada regarding an event that was submitted by the user facility to the canada vigilance program. There was no information on patient involvement. It was reported that a patient on levophed infusing at 0.7mcg/kg/min, vasopressin at 0.04units/min, propofol at 0.1mg/kg/hr., 1 liter of ringers lactate bolus, and "ivac", the devices alarmed "channel error" in three (3) channels (except levophed) and all channels stopped working except levophed. The customer stated that there was another pump that was not being used and transferred all inotropes, fluid bolus and sedation to other ivac pump. The patient's mean arterial pressure (map) remained above 60. The customer stated that the device was investigated by their biomed. The report was not shared with bd. There was patient involvement but no harm.